Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status after 53.1 months of implant. The physician was questioning the longevity of the device.